Manufacturer narrative:
Additional inforation will be provided upon investigation conclusion.

Event description:
It was initially reported that the device tipped over due to fact that device was trapped by wires on the floor. There was no patient involved. There was no device malfunction found. No additional information related to event circumstances were provided.

Manufacturer narrative:
The arjo representative has been informed about the event with the involvement of the arjo maxi move passive floor lift. It was reported to arjo representative that the whole device tipped as the chassis legs were tangled with cable which was left on the floor. The customer provided information that the situation happened at the weekend and there was no allegation of patient injury or involvement. The customer did not reveal any additional information related to event circumstances. After the event, the device was inspected by the arjo service technician. The lift did not show signs of damaged. The functional test showed that the lift was working according to manufacturer¿s specifications ¿ no malfunction was found. Please note that arjo lifts fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for the maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as a contributing factor to the event. Taking into account all facts and information collected in a course of this investigation, we can state that obstruction on the floor might have contributed to the device tipping issue. Looking at the incident scenario it has been established that passive floor lift was not used for patient handling at the time of the event. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to allegation that the device tipped and limited information regarding event circumstances.